Event description:
It was reported that (1) device was used during a whipple procedure. It was reported that the device staples would not close properly. Another device was used to complete the case. There was no consequence to the pt.